Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and /unit failed. Performed log review and no errors were found related to customer complaint. The reported event loss of connection could not be confirm. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/01/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. Data review did not confirmed the reported failed transmitter error. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed.